Manufacturer narrative:
The fe arrived on site and investigated the reported issue on the instrument. The fe inspected the instrument and found the collet in position #2 was broken. The fe replaced the collet at position #2. The fe ran and passed boot test and user software check without error. The instrument is now performing as expected.

Event description:
The ortho summit sample handling system instrument reportedly did not pipette sample and did not generate an error message. No death or serious injury was associated with this incident. (B)(4).